Manufacturer narrative:
Eval summary preliminary testing indicated stress fracture(s). Partial lead returned, defib conductor fractured.

Event description:
Fracture of outermost coil of 6999 patch secondary to patch "crinkling."